Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval summary: the provisional locking screw was designed so that it can be assembled and disassembled from the provisional liner for device reprocessing. It is possible that the surgeon did not have the axis of the screw aligned with the mating threads of the shell or the liner was not all the way seated in the shell making insertion of the screw difficult. It is unk if instructions per the surgical technique were followed. A definitive root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the surgeon experienced difficulty mating the provisional locking screw with the provisional liner. As the screw was being removed, it fell into the surgical wound and was retrieved.